Event description:
It was reported that when using the bd pyxis¿ es server patient was not showing up on pyxis machine. The customer stated that this malfunction occurred while dispensing the medication and the user had to create temporary profile in order to get medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient not appearing on one pyxis station, although the patient was visible on the server. The technical support specialist (tss) connected remotely to server scs-pyxisapp01, it was confirmed in pes that the patient had been auto-discharged based on the unit's 7-day auto-discharge setting (admit date: 05/11/2026; auto-discharge date: 05/18/2026). The findings were discussed with customer, and it was advised that pharmacy extend the discharge date or readmit the patient to restore visibility on the station. The system functioned as intended after the technical support specialist inspected the issues of the device.